Event description:
It was reported that positron emission tomography¿computed tomography (pet-CT) imaging performed on (B)(6) 2020 had shown signs consistent with infection of internal pump components.

Manufacturer narrative:
Recurrent driveline infection see related manufacturer report numbers 2916596-2020-05060 and 2916596-2020-05010. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been hospitalized for several weeks due to recurrent driveline infection. Prolonged antibiotic therapy did not improve the situation. The patient's heartmate 3 left ventricular assist device (lvad) was explanted on (B)(6) 2020 and an impella device was implanted for further recovery. New implantation of lvad was being considered depending on status of current infection.